Event description:
It was reported to philips that the device had bent battery pca pins. The customer requested assistance from a philips remote service engineer (rse). Upon initiating the case, the customer explained that their battery pca had bent pins. However, upon follow up with the customer, the customer was advised that the unit had reached end of life and that further service for this device was not available. As such, the reported issue could not be verified and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.